Event description:
On an unknown date, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022 the patient had a consultation for complaints of stoma granuloma and greenish exudate, and was prescribed bacitracin topical ointment. The patient experienced increased exudate and a foul odor and was prescribed amoxicillin + clavulanic acid 875mg +125mg twice daily orally. The granuloma improved however greenish exudate remained.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed